Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked; cause was unknown. Reportedly, the screen became black and unresponsive. Customer's blood glucose was 197 mg/dl. Customer declined tandem technical support follow-up regarding if back-up therapy was obtained.